Manufacturer narrative:
The procedure was completed with no problems on (B)(6) 2018. The aiming beam was noticed to be reduced in size during the procedure. The adverse event was noticed on (B)(6) 2018. The incident was brought to cardiofocus notice on (B)(4) 2018. Evaluation of the device involved in this complaint is under review and an update will be provided when the evaluation is completed.

Event description:
Ablation procedure was done on the patient on (B)(6) 2018 with no problems. On (B)(6) 2018 the patient showed abnormal behaviour and the MRI revealed cerebral infarction.

Event description:
This is a supplement to MDR 1225698-2018-000015 filed on 11-oct-2018. MDR 1225698-2018-000015 was filed because of a report of a cerebral infarction in a patient following a pulmonary vein isolation procedure with a cardiofocus heartlight catheter. Per the general instructions for form FDA 3500a this follow-up report only includes the new information resulting from the completion of the evaluation of the returned device.

Manufacturer narrative:
On november 2, 2018 investigation of the returned device determined that there was a defect in the nosecone of the energy delivery component of the heartlight catheter. The nosecone is manufactured from two components that are joined together. The defect in the nosecone allowed liquid to enter a space that is normally filled with air, possibly resulting in energy being directed in locations other than the intended location. The user is able to see the intended location of energy delivery through the endoscopic visualization of the aiming beam provided by the heartlight system. The user reported that the aiming beam was reduced in intensity, but did not replace the catheter as directed by the instructions for use.